Event description:
It was reported that during central processing, that the 8mm permanent cautery hook instrument had a missing disc. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm nor replicate the customer reported complaint. The permanent cautery hook instrument was returned with a reported complaint that does not affect the functionality and there was no damage or missing material found. Additional observations not reported by site that are not related to the customer reported complaint were also identified: the permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. The permanent cautery hook instrument had a bent main tube and the bending damage was located around the middle of the main tube. The root cause of the bent instrument main tube is typically attributed to mishandling/misuse, such as excessive loading, or improper handling during transport. A review of the instrument log for the permanent cautery hook (470183-14/n12210927) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2021 on system (B)(4). The alleged instrument had 9 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings. A permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.